Event description:
Caregiver alleges that "when another caregiver was lifting the patient, the lift failed and the patient fell and hit her head on the bed rail." In speaking with the caregiver, it was learned that the patient was taken to the hospital. The caregiver believes that all the straps were not connected properly to the lift. Reportedly, the patient was observed at the hospital and received stitches.

Manufacturer narrative:
MDR decision date: (B)(4) 2012. The caregiver has been contacted regarding this incident. It has been learned that the consumer was taken to the hospital ER and reportedly, per the nurse who was present at the time of the incident claimed that the lift allegedly failed. The caregiver was called to the scene and when she got there, the consumer was already placed in the ambulance and the nurse that was assisting her was following the ambulance. The caregiver stated she went into to the home and assessed the scene. She stated that the boom was really high (as high as it could go). The sling was not attached correctly. The sling is a r112 invacare sling. The sling has straps and no chains. Four straps were attached, but not attached correctly. The straps that are at shoulder level were hanging straight down. The lift was assessed and is still functioning as it should. The caregiver stated that she suspects the shoulder straps were never attached correctly during the second transfer. Based on the nurse's timeline, the consumer was transferred from the bed to the wheelchair in the morning on the date of the incident. The lift worked fine. The consumer was then moved from the wheelchair to bed that is when the alleged incident occurred. The lift started to tilt down and the consumer allegedly fell out of the sling and hit her head on the bed rail. The consumer was taken to the hospital for observation. She required stitches to close the wound, however, did not sustain any broken bones. The lift has been used sporadically throughout the years but regularly since 2011. The caregiver was advised to bring the lift and sling back for an investigation.